Manufacturer narrative:
The investigation of low pump flow has been completed. The returned complaint device visually inspected. Damaged impeller blades found. No biomaterial, no cannula kink observed. Low pump flow: the cause of the low pump flow issue was damaged impeller blades due to interaction with other device.

Event description:
The complainant reported a patient in cardiogenic shock from acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and experienced low pump flow resulting in device replacement. However, the patient would subsequently expire. The patient came in septic and found to have endocarditis from liver disease. Echocardiogram showed aortic insufficiency and possible ventricular septal defect. Coronaries were noted as clean. Ejection fraction was 25% and left ventricular end-diastolic pressure was 32. The decision was made to place an axillary impella cp device which was successfully placed. Flows were 3.6 liters per minute at performance level p-9. The peel-away sheath was removed, and repositioning sheath was placed with device moved in ventricle. The device was repositioned, and the flows would not go above 1.6 liters per minute consequently, the device was removed, cleaned and ran in fluids with flows still not going above 1.6 liters per minute. Consequently, the device was replaced with a new impella cp device. It was noted there was no clot observed on the impella cp device (pump 1) after removal. The patient would expire approximately two days later. The surgical team and family decided that aortic valve surgery would be "extremely" risky, and the decision was made to remove life-sustaining measures including impella cp support.

Manufacturer narrative:
Medical safety review of the event noted there was a delay in the needed mechanical circulatory support which may have added to the already poor prognosis situation. Although the impella is not the cause of death, the impact to the outcome is unknown. There is not enough evidence to exclude th impella cp device pump 1 as an associated factor to the event outcome. The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.